Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this programmer exhibited intermittent loss of telemetry during threshold tests on two occasions. Despite telemetry dropping out, the threshold tests continued. Boston scientific technical services (ts) tested the issue and confirmed that when performing a threshold test, pulling the telemetry wand away from the device for a brief moment caused the threshold test to continue whereas removing it for 2-3 seconds elicited a message indicating telemetry was needed and the threshold test stopped. It was reported that neither patient involved is pacemaker dependent. The presence and duration of loss of capture and/or asystole could not be conclusively determined, however, there were no adverse patient effects reported. A new wand was provided to the clinic though it is unknown if this has resolved the issue.